Event description:
New information indicated the lead was replaced and returned.

Event description:
It was reported that for an asymptomatic patient high, out of range, hv lead impedance measurements were observed. An increase in capture threshold and a decrease in sensing were also noted. The patient will be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.